Event description:
It was reported that a patient presented with migration noted on the patient's implantable cardioverter defibrillator. The device was surgically addressed on (B)(6) 2024. The patient was stable throughout.